Event description:
The customer received questionable calcium gen.2 results for 80 patient samples. The samples were repeated on another cobas c701 module and the results were normal. Of the data provided, only the following results were discrepant. Patient 1 initial result was 7.4 mg/dl. Repeat result was 9.3 mg/dl. Patient 2 initial result was 12.7 mg/dl. Repeat result was 9.3 mg/dl. Patient 3 initial result was 7.0 mg/dl. Repeat result was 9.0 mg/dl. Patient 4 initial result was 12.0 mg/dl. Repeat result was 9.2 mg/dl. Patient 5 initial result was 11.8 mg/dl. Repeat result was 9.8 mg/dl. Patient 6 initial result was 12.1 mg/dl. Repeat result was 9.2 mg/dl. Patient 7 initial result was 12.8 mg/dl. Repeat result was 9.6 mg/dl. Patient 8 initial result was 12.4 mg/dl. Repeat result was 9.4 mg/dl. Patient 9 initial result was 12.4 mg/dl. Repeat result was 9.4 mg/dl. Patient 10 initial result was 13.0 mg/dl. Repeat result was 9.5 mg/dl. Patient 11 initial result was 7.8 mg/dl. Repeat result was 9.6 mg/dl. Patient 12 initial result was 11.9 mg/dl. Repeat result was 9.6 mg/dl. Patient 13 initial result was 12.9 mg/dl. Repeat result was 9.7 mg/dl. Patient 14 initial result was 11.9 mg/dl. Repeat result was 9.7 mg/dl. Patient 15 initial result was 12.3 mg/dl. Repeat result was 8.9 mg/dl. Patient 16 initial result was 11.9 mg/dl. Repeat result was 9.2 mg/dl. Patient 17 initial result was 12.1 mg/dl. Repeat result was 9.5 mg/dl. Patient 18 initial result was 12.5 mg/dl. Repeat result was 9.9 mg/dl. Patient 19 initial result was 12.9 mg/dl. Repeat result was 9.5 mg/dl. The initial results were reported outside the laboratory. The repeat results were believed to be correct. There were no adverse events. The calcium reagent lot number and expiration date were requested, but not provided. The customer noticed calcium reagent build up on the outside of the r1 reagent pipetter. The field service representative found the reagent probe needed to be replaced. He checked the system pressure and vacuum values for discrepancies. He replaced the reagent probes. He verified the system was operating within specifications. The customer ran calibration and qc which passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.